Event description:
The customer reported that the clear insulation became damaged during the procedure. The surgeon decided to continue the case without the insulation. The customer noted that there was a pt burn which was controlled through use of the device. There was no blood or tissue loss reported and the pt's condition is fine. The device was returned and visual inspection noted that the clear insulation was missing and was not returned with the device. The webbing was protruding from the hinge. Additional questions have been asked of the site to help clarify the description of the event.

Manufacturer narrative:
(B)(4) 2013. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted. Additional questions in regard to the incident have also been asked.